Event description:
It was reported via (B) (4) that the foot brakes were not operating to specification and the jacks were stuck at full height with hydraulic fluid on the floor, also the IV pole bracket was allegedly broken.

Manufacturer narrative:
Na